Manufacturer narrative:
The tibial insert and patellar component can not be evaluated for the reported wear and patella to howmedica but rather have been discarded by the hospital. A review of the device history records found that no discrepancies were reported during MFR.

Event description:
Revision surgery revealed polyethylene wear of the tibial insert and patella. Loosening of the patella was also evident. The tibial baseplate was also removed at this time and replaced with a compatible revision component.